Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pockets in full height drawer failed to detect on bus. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the full-height drawer had failed and was not detected on the bus. A field service engineer (fse) confirmed the failure, and the defective full-height drawer was swapped out. A new full-height drawer was installed and configured. The customer confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.